Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to svts being detected in the vf zone. No programming changes were made. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.